Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that "about last week" they noticed they were having an increased urge to urinate. The patient noted that the urgency was strong, constant, and was not letting up. Yesterday the patient tried to connect to the ins, but they were unsuccessful. The patient did not provide further detail regarding the inability to connect to the ins. The patient connected to the ins successfully during the call and confirmed therapy was turned on. The patient was redirected to their hcp to further address the issue. The patient mentioned that sometimes the therapy turned off when they went through security systems.